Manufacturer narrative:
Sections with additional information as of 14-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: true metrix meter and loose strips were returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 277, 254, 212, 239 and 208 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2023 and test strips were opened 3-4 weeks ago. The meter memory was reviewed for previous test result history: result 1 : 277 mg/dl, date: on (B)(6) 2023, time: 11:27am, fasting; result 2 : 254 mg/dl , date: on (B)(6) 2023, time: 11:53am, fasting; result 3 : 212 mg/dl, date: on (B)(6) 2023, time: 5:54am, fasting; result 4 : 239 mg/dl, date: on (B)(6) 2023, time: 5:53am, fasting; result 5 : 208 mg/dl , date: on (B)(6) 2023, time: 5:51am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and loose test strips were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 07-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.